Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown. Customer states the display had crack on it but now a whole chunk came off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional instructions. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify missing segments/partial display due to blank display. Device received with broken battery tube threads.